Event description:
This is a (B)(4) complaint. On (B)(6) 2010, the care giver (cg) stated that the home patient (hp) completed therapy and was off the machine but felt like he was bloated. During a follow up call on (B)(4) 2010, the following information was obtained from the nurse. The patient was hospitalized on (B)(6) 2010 for 3 days for questionable peritonitis. It is unknown what interventions were required for the event of peritonitis. Prior to hospitalization the patient reported experiencing weakness, shortness of breath, shakiness and low blood pressure. The nurse saw the patient on (B)(6) 2010 and the patient's condition (as well as the events mentioned) were still the same and had not really improved. The hp was taken off extraneal last month (specific date not known) and resumed therapy with extraneal on (B)(6) 2010. The nurse declined to provide further details about the hospitalization or peritonitis.

Manufacturer narrative:
Returned transmitter (B) (4) was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action (B) (4). This is a final report.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Event description:
A customer reported they observed a fracture in their freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.